Manufacturer narrative:
Concomitant medical products: d314drm, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a cardiac procedure, diminished r-waves were observed on the right ventricular (rv) lead. Following the drop in r-waves, t-wave oversensing (twos) was noted. Reprogramming was completed but the clinician was not comfortable with the drop in r-waves and chose to explant and replace the lead. No patient complications have been reported as a result of this event.